Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The IV was inserted into a consenting rpn for training purposes. The IV went interstitial and was believed to have never been in the vein. The tip of the catheter was observed to be missing upon removal. It is unk whether the tip was missing prior to insertion or if it broke during removal. The nurse went to employee health and then to emergency. The emergency room physician did not attempt to locate or remove the catheter. There was no redness, pain or swelling at the insertion site.